Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient's t8 lead migrated following a fall on ice in (B)(6) 2019. As a result, the patient's t8 lead was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.